Event description:
It was reported that the patient required revision surgery due to a suspected stem loosening. The revision surgery keeps getting postponed. Multiple attempts have been made and no further information has been provided at this time.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the suspected stem loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient required revision surgery due to a suspected stem loosening. The revision surgery keeps getting postponed. Multiple attempts have been made and no further information has been provided at this time.